Manufacturer narrative:
Product event summary: the full 6935 lead was returned and analysis was performed. No anomalies were found.

Event description:
It was reported during an implant attempt procedure the lead had no capture. The lead was not used and a new lead was implanted successfully. It was also reported that the device had rapid depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).